Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
Title: comparative study of cosmetic suture method and traditional suture method in the skin incision of internal arteriovenous fistula surgery. The aim of the study is to explore the difference between the cosmetic suture method and the traditional suture in the suturing of the skin incision in the arteriovenous fistula operation. The study was conducted on 40 patients from the blood purification center of nanchong central hospital who performed avf surgery from october 2020 to december. A total of 40 patients were randomly divided into traditional cosmetic suture group (n = 20) and control group (n = 20). In cosmetic suture group, there were 9 males and 11 females, aged 18-77 years, with mean one of (44. 48 ± 14. 65) years; traditional suture group, 10 males and 10 females, aged 19 to 80 years, with an average of (45. 76 ± 14. 91) years. The suture used in traditional suture/control group was 3-0 silk braided non-absorbable suture (johnson & johnson medical limited). The reported complication included infection (n=5) treatment: antibiotics, scar formation (n=4) treatment: not mentioned, and knot reaction (n=3) treatment: not mentioned in conclusion, the skin incision is well-healed after the beauty seams have been legally performed, with a low rate of complications, low scar proliferation after the incision has been healed, or without scarring.